Manufacturer narrative:
Device has not been returned for evaluation. No findings available. The most likely cause could not be determined as the device was not able to be retrieved.

Event description:
The customer reported to olympus that during a bronchoscopy procedure a balloon came off of the scope and the balloon was not able to be retrieved from the patient. The patient had been discharged from the facility and did not require any further medical care. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation, however, the root cause could not be conclusively determined.